Event description:
No primary stability achieved and no osseointegration. Periodontal disease, periodontal scaling was done before implant surgery. Infection, pain, increased sensitivity, instability. Finally implant was not inserted.